Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had missing segments on the lower graphic user interface (gui) screen. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed extended self-testing.